Event description:
Customer reported via phone call to have received a failed battery test alarm. It was also reported that customer received a low battery alarm, weak battery alarm, and off not power. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.